Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery performed to replace the left tmj device.

Manufacturer narrative:
Update: h6. It was reported by the surgeon that the patient¿s right tmj device was dislocated but that this adverse event is surgical and not related to the device. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. H3 other text: not available.

Event description:
It was reported there will be a revision surgery performed to replace the left tmj device.